Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Bilateral pt. Litigation papers allege on or about 2010, pt began experiencing grinding and catching in the asr implanted hips. It is also alleged a subsequent MRI of pt's right hip noted inflammatory reaction and small particle disease. It is further alleged a subsequent MRI of pt's left hip also noted adverse reactions. Pt continues to experience debilitating pain, pain and suffering the potential for future total hip replacement.

Event description:
Bilateral patient litigation papers allege on or about 2010, patient began experiencing grinding and catching in the asr implanted hips. It is also alleged a subsequent MRI of patients right hip noted inflammatory reaction and small particle disease. It is further alleged a subsequent MRI of patients left hip also noted adverse reactions. Patient continues to experience debilitating pain, pain and suffering and the potential for future total hip replacements. Update: (B)(6) 2011 - the sales rep has reported the revision surgery. Reason for revision was not provided.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.